Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device from the customer, to determine whether the product had a malfunction which might have led to the reported event. We will provide a follow-up report upon completion of our evaluation.

Event description:
A hospital in (B)(6) reported that the extension piece of the bc151-10 bubble CPAP breathing circuit had a hole. This was discovered prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint bc151-10 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection revealed that the extension limb of the breathing circuit was damaged and had a tear. A lot check revealed no other complaints of similar naturre for lot 141029. Conclusion: based on the investigation conducted, the extension limb appears to have been pulled at an angle or pinched. All breathing circuits are 100% pressure tested and those that fail are rejected. The extension limb is leak tested as part of the bc151 breathiing circuit and any leaks would have been detected during testing. This suggests that the damage developed post-production, most likely at the healthcare facility. The user instructions that accompany the bc151 breathing circuit also state: 'always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level.'; 'check all connections are tight before use and after any adjustment.'; 'do not crush or pinch tubing.'

Event description:
A hospital in (B)(6) reported that the extension piece of the bc151-10 bubble CPAP breathing circuit had a hole. This was discovered prior to patient use.